Manufacturer narrative:
Concommitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# v(B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient noticed something was not right and when they moved around like they normally did to get a jolt, it did not happen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.